Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter migrated from the patient's body several days after placement. The catheter clamp and fastener remained sutured to the patient. No injury to the patient occurred. According to the user, migration was not supposedly caused by patient's body movement. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported that the catheter migrated from the patient's body several days after placement. The catheter clamp and fastener remained sutured to the patient. No injury to the patient occurred. According to the user, migration was not supposedly caused by patient's body movement. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cvc, catheter clamp, clamp fastener, and the connector tubing for analysis. The catheter contained obvious signs of use in the form of biological material. Visual analysis of the returned catheter , clamp fastener, and the clamp catheter did not reveal any defects or anomalies. There is no evidence to suggest that the catheter suture wings were also secured with sutures. The inner diameter of the catheter clamp measured .090", which is within the specification limits of 0.088-0.092" per the catheter clamp graphic. The outer diameter of the catheter measured 2.413 mm, which is within the specification limits of 2.36-2.46 mm per the catheter extrusion graphic. The catheter clamp and fastener were attached to the returned catheter body. The box clamp assembly was held stationary and the catheter was tugged on in both directions. Moderate movement was identified. The suture wings of the juncture hubs were then held stationary and the catheters were tugged on in both directions. No movement was identified. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "secure catheter: use a catheter clamp, fastener, catheter stabilization device , staples or suture, where provided. Use triangular juncture hub with side wings as primary suture site. Use catheter clamp and fastener as a secondary suture site as necessary." It is unclear whether the customer secured the device using the suture wings. The customer report of a catheter migration was confirmed by functional testing of the returned samples. The catheter moved when secured by only the box clamp, but passed testing when secured by the juncture hub suture wings. The primary suture location for this catheter is the juncture hub using the triangular wings. It could not be determined if the box clamp was used as the primary or secondary suture site; therefore, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.